Event description:
During a thoracotomy and lobectomy to remove a suspected metastatic tumor mass, a fissure was dissected out and carried down to the pulmonary artery. Branches of the pulmonary artery were identified. The fissure was fully developed using an endo gia stapler. The surgeon attempted to staple across the pulmonary artery with an endo gia stapler. The stapler would not release after being fired. The surgeon attempted with a new handle without success. The blade was stuck and the load would not open when on the pulmonary artery. This branch of the pulmonary artery was suture ligated with a 2-0 silk as well as a 2-0 silk stick tie, and divided sharply. The two remaining branches of the pulmonary arteries were taken down with another endo gia stapler. The pulmonary vein is taken down with an endo gia stapler as well. The remainder of the fissure was further developed with a gia stapler. The remainder of the surgical procedure proceeded uneventfully and the patient was transferred to recovery in stable condition. The patient was discharged on post-op day 9 doing well.